Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the small intestine to treat a gastric outlet obstruction (goo) during an endoscopic ultrasound (eus) gastrojejunostomy procedure performed on (b)(3) 2023. During the procedure, the stent was fully deployed. However, it was deployed in an incorrect position. The stent was removed using forceps and another axios stent was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter first name: (B)(6). H6: imdrf device code a1502 captures the reportable event of stent positioning issue.